Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No unexpected restart alarms were noted. No missing segment or partial display was noted. All operating currents were within specification. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was turning on and off. The customer's mother stated that they had high blood glucose of 446 mg/dl at the time of incident. The customer's blood glucose was 99 mg/dl at the time of call. The insulin pump was possibly exposed to moisture. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.